Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, the bottom of one (1) tube was cracked resulting in sample leakage onto the hands and the patients bedding. It is unspecified whether the patients' blood landed on the hands of the healthcare provider or the patient. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to broken/leaking as all samples met specifications. Additionally, 10 retain samples were subjected to a visual inspection for brittleness and all samples met specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode broken/leaking. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, the bottom of one (1) tube was cracked resulting in sample leakage onto the hands and the patients bedding. It is unspecified whether the patients' blood landed on the hands of the healthcare provider or the patient. No adverse impact was reported regarding the patient or user.